Manufacturer narrative:
Multiple attempts via different methods of communication have been unsuccessful to get additional details from the initial reporting physician. The device was not returned. It is unknown if autopsy was performed. There is no information about the patient's medical history or anticoagulation medications. There is no information about the thrombectomy technique or thrombectomy devices used in the procedure. Since no patient information was obtained and no autopsy report received, the relationship of the death to the hero device cannot be determined. As with all esrd patients, this patient was at high risk for any number of sudden death events. Embolism is listed in our instructions for use as a potential complication. We provide guidance for preventing pulmonary embolism in technical bulletins and guidelines on our website. We monitor reports of pulmonary embolism through our complaint handling system, and to date the trending rate (0.19 percent) remains considerably lower than rates (2.6 percent) noted in our clinical studies and labeling which are comparable to the rate (2.2 percent) reported in an article for end stage renal disease patients. A comprehensive literature review showed an average pe rate of 4.4 percent for esrd patients. (B)(6). Chronic kidney disease increases risk for venous thromboembolism. J am soc nephrol.2008; 19:135-140. Lr-0003 pulmonary embolism in esrd patients. July 22, 2010; on file at (B)(4).

Event description:
Report of patient death due to pulmonary embolism after a thrombectomy procedure on hero graft.